Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. The contact stated a pin inside the usb port was appeared bent. Subsequently, the pump powered off due to insufficient battery. The customer' blood glucose level was 218 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy.